Event description:
Attorney reported: on (B)(6) 2004, pt had two composix e/x meshes implanted to repair a hernia defect. On (B)(6) 2007, pt presented to the hosp for a small bowel obstruction and excision of the infected mesh. During the surgery, the pt was found to have extensive lysis of adhesions from the mesh, a small bowel obstruction and serosal tears. Postoperatively, she developed (B)(6) and abdominal wall infection. On (B)(6) 2008, pt was taken back to the operating room and underwent removal of infected mesh, debridement of necrotic tissue from the abdominal wall and repair of two small bowel perforations. The mesh was excised and a bowel resection was performed. Pt developed respiratory failure. On (B)(6) 2008, pt failed to recover from that surgery and died from cardiopulmonary arrest. The composix e/x mesh used in the pt's hernia repair surgery failed, resulting in pt's suffering and death.

Manufacturer narrative:
(B)(4).

Event description:
Caller reported patient blood glucose results of 300 mg/dl on advantage system, 130 mg/dl on aviva system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips.